Manufacturer narrative:
Evaluation: method: DHR review performed. Results: DHR review showed that no similar defect was reported during that manufacturing or packaging processes of this lot. The provided picture of the device showed that the staples were not forming properly. The root cause is listed as manufacturing processes. Conclusion: CAPA (B)(4) was opened to address the issue of staples not forming. A follow up report will be filed if additional information is received.

Event description:
The event is reported as: staples were not forming properly. No injuries reported.